Event description:
Lumpiness and water blisters; redness; swelling; itching. Initial information was received on 06-aug-2007 from patient designee. The patient is a female with a medical history of osteoarthritis of the knee, who experienced lumpiness and water blisters, redness, swelling, and itching after receiving synvisc. The patient received a series of synvisc injections in 2007, eight days later, and seven days following in both knees. Immediately after the first injection, the patient developed "lumpiness around both knees." In the same month, both of her legs were red and swollen from her knees to her ankles. Prior to that month, after receiving the second injection of synvisc, the patient's legs developed water blisters from her knees to her ankles. Upon receiving the third injection of synvisc, the patient's water blisters got worse and "were solid from her knees to her ankles." The following month, the patient received an injection of cortisone from a different physician and as of the next three days, "the blisters abated." At the time of this report, the outcome of the patient was unknown. No further information provided.

Manufacturer narrative:
.